Manufacturer narrative:
Manufacturer ref#: (B)(4). This complaint is no longer reportable. Based on the investigation, the reported event did not occur as a result of fault or failure of the endovascular device or delivery system. It is considered that patient anatomy and pathology contributed to this event. Summary of investigational findings: a 90-year old patient underwent tevar on (B)(6) 2019 to treat a taa in the aortic arch. The patient's anatomy was reported to be in a bad condition and the aorta was shaggy from the descending aorta to the aortic arch. Debranching was performed to get proximal neck length and zta-p-38-167-w1 was placed from the proximal end of the aneurysm to the descending aorta. Then zta-p-42-173-w1 was placed from right below the brachiocephalic artery. Then balloon touch-up and final angiography were performed and the procedure was completed. On (B)(6) 2019, the patient developed cerebral infarction. Disturbance in consciousness and numbness of the patient's hands was confirmed. On (B)(6) 2019, the patient experienced epilepsy and renal failure due to multiple embolism and on (B)(6) 2019 the patient died. Autopsy was not performed. According to the user's comments the patient developed disseminated intravascular coagulation (dic) during the tevar, which caused bleeding and may have caused multiple embolism. A preoperative CT study (on (B)(6) 2019) was provided and reviewed by an imaging expert. The observations relative to the patient's anatomy was "hostile anatomic findings include irregular thrombus in the proximal and distal neck of the taa, including adjacent to the left subclavian artery (lsa). There is also severe tortuosity of the distal thoracic aorta, abdominal aorta, and bilateral proximal iliac arteries, which could lead to significant difficulty and manipulation during device delivery and deployment in the proximal thoracic aorta." Additionally, the reviewer notes that "the proximal neck is inadequate for repair, measuring only 18.5 mm in length from the left common carotid artery (lcca), according to the IFU for this device. The report states a debranching procedure was performed to increase the proximal neck length, but it does not say if this involved just the lsa or also the lcca." Per the clinical assessment "the multi-embolic complications (brain, renal, etc), subsequent dic, and death, would all have been due to the intraluminal thrombus in the aorta. The debranching procedures may also have contributed, in terms of susceptibility, but the main cause of the problems was the "shaggy aorta" and the well-established risk of embolism in any procedure that involves manipulation of wires, sheaths, and grafts in shaggy aortas." Review of the device history record gives no indication of the device being out of specification. Based on the investigation, the reported event did not occur as a result of fault or failure of the endovascular device or delivery system. The imaging expert and medical advisor assessed that intraluminal thrombus in the aorta and a shaggy aorta increased the risk of embolisms during the procedure. Therefore, it is likely that patient anatomy and pathology contributed to this event. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(4). Similar to device under PMA/510(k) p140016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: a (B)(6)-year-old male patient underwent tevar to treat taa in the aortic arch on (B)(6) 2019. The patient anatomy from the descending aorta to the aortic arch was shaggy aorta so the patient anatomical condition was not good. Proximal neck length was only 14 mm so2 debranching was performed to gain proximal neck length and zta-p-38-167-w1/ lot e3867738 was placed from the proximal end of the aneurysm to the descending aorta. Then, zta-p-42-173-w1/ lot e3771993 was placed from the right below the brachiocephalic artery. The user placed the ztas in this order for two reasons. The user wanted to shorten the area covered by the ztas with enough overlapping. There was a difference between the proximal neck diameter and the distal neck diameter. Then, balloon touch-up was performed and no problems were found with the final angiography so the procedure was completed. On (B)(6) 2019 the patient developed cerebral infarction. Disturbance of consciousness and numb of the patient's hands were confirmed. On (B)(6) 2019 some problems were occurred to the patient (ex. Epilepsy, renal failure due to multiple embolism). From (B)(6) 2019 anticonvulsant administration and dialysis had been performed. On (B)(6) 2019 the patient died. Autopsy was not performed due to the patient's family intention. Patient outcome: patient death was reported on (B)(6) 2019. Additional information received on 09/05/2019: multiple organ failure occurred due to multiple embolism and it caused reduction of cardiac function. The reduction cardiac function and multiple embolism were fatal to the patient. The patient developed dic during the tevar and dic caused bleeding. Dic may have caused multiple embolism.